Event description:
The customer reported a malfunction on the pump, identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the process. After the reset, the issue did not recur, and the customer was advised to continue using the pump and call back if the malfunction happened again.